Manufacturer narrative:
Date initial report sent: 09/08/2009.

Event description:
Procedure type: pancreaticoduodenectomy. According to the reporter: after firing, the knob returned, but the device could not be removed from tissue. Additional resection of tissue was required and used another device. No bleeding. Nothing fell into the pt cavity. No pt injury was reported. No pt info available.